Event description:
It was reported that the pump battery was depleting too fast, which led to a pump shutdown. The shutdown caused the customer¿s blood glucose level to display as ¿high,¿ with a specific value unknown, but exceeding 500 mg/dl (27.7 mmol/l). The customer took corrective action by administering a correction injection via manual delivery injection (mdi) and did not require assistance from a third party. Technical support educated the caller that the battery depletion was normal based on the settings and usage, particularly noting that the bluetooth feature increases battery use when the mobile app is not in use, and the caller understood and acknowledged this explanation.